Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's inner cannula seems to have come apart . It was reported that the inner cannula was twisted too far, which caused a tear near the top of it. There was no reported patient injury. It was reported that the device is not being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.